Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6 MDR section codes updated/corrected: b, c, d, e, f, g PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the pain reported cannot be conclusively determined but may be related to an underlying patient condition, infection, component loosening, component sizing, positioning, or impingement issues, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation. D10: 7241535 310-62-44 - stemless humeral head 44mm x 14mm x beta 7249419 300-60-01 - stemless humeral comp laser cage, size 1.

Event description:
As reported, the patient had an initial right tsa on (B)(6) 2022. The patient presented on (B)(6)2023 and patient describes pain with overhead activity without injury. The case report form indicates that this event is definitely not related to device, definitely not related to procedure. Outcome: resolved on (B)(6) 2023.